Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The reported issue cannot be conclusively confirmed at this time and the root cause is unknown. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor.